Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 29 mm sapien 3 valve by tf approach in aortic position, some resistance was noticed during valve alignment.  Due to the tortuosity of the aorta, valve alignment was done with a small angulation of the commander delivery system. Also, some resistance was noticed when removing the catheter flex. At the time of deployment, the balloon did not inflate at all and the valve could not be implanted. During withdrawal of the commander with the valve crimped on it, the balloon catheter was broken at the proximal level of the valve due to the high force performed to remove it. The remaining part of the balloon and the valve inside of the patient had to be retrieved from the abdominal aorta with a surgical access. Moreover, an aorto-iliac bypass was performed to repair the vessels. Patient was doing well.

Manufacturer narrative:
Review of case notes revealed the following additional details:  moderate sinuosities and mild calcifications were present on the femoral and the iliac arteries and moderate angulations were noted on the aorta. The valve was not implanted. The ¿break¿ in the delivery system was noticed when they tried to remove the system from the sheath (too high force to try to remove it). They needed to remove the system as the deployment was not done due to the balloon rupture. No photography and no recording imaging (fluoro or CT). As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No applicable imagery was provided for review. The related work orders were reviewed and revealed no issues that would have contributed to the complaint event. A review of the complaint history from october 2017 to september 2018 revealed other returned complaints for commander delivery system (all sizes, models) for ¿balloon -leakage¿, ¿delivery system - withdrawal difficulty ¿ valve, though sheath¿, ¿handle -fine adjust difficulty¿, ¿distal tip, nose tip - separated¿. A review of complaint data for september 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿leakage¿). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for september 2018 for the trend category ¿withdrawal difficulty¿. A review of the complaint history from october 2017 to september 2018 revealed other returned complaints for ¿handle ¿ fine adjust difficulty¿ for the commander delivery system (all models and sizes). Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for september 2018 for the trend category ¿fine adjust difficulty¿. Review of complaint history revealed that the occurrence rate did not exceed the control limit for september 2018 for the trend category ¿separated¿. Instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/training deficiencies have been identified. During balloon manufacturing, the balloon was 100% inspected for fish eyes, crow¿s feet, deformation, gel spots, flash line and scratches and contamination, as well as working length, balloon diameter, proximal and distal leg ids, proximal leg od, and single wall thickness measurements. During manufacturing, the crimp balloon component was 100% inspected for balloon double wall thickness, and visually inspected for defects and cosmetic appearance, under minimum 2.85x magnification using a zeiss microscope with dark background. The flex tip od is dimensionally verified using a nogo gauge. The nose tip/guidewire shaft bond is visually inspected for bubbles and if guidewire shaft is all the way down inside the nose tip. During manufacturing of the delivery system handle, the fine adjust knob was inspected.  During the manufacturing of delivery system, the balloon was 100% inspected by manufacturing. The balloon size was inspected before the pleating and folding process using a go/nogo gauge and after pleating and folding was completed, the balloon was visually inspected for fold lines and distorted/pinched folds. The y-connector port is visually inspected. All three y-connector ports are covered and completely filled. Finished devices underwent a final inspection by manufacturing and quality including 100% dimensional inspection, functional inspection of fine adjust function, functional inspection of collet/shaft clearance, functional inspection for collet engagement, and 100% visual inspection for missing components, incorrect assembly, and device damage. Delivery systems were 100% leak tested before final quality inspection. Product verification (pv) testing was also performed on a sampling basis. The testing included balloon burst pressure (the lot was accepted), bond tensile testing, including balloon to nose tip (the lot was accepted), inflation to crimp balloon(the lot was accepted), crimp balloon to balloon shaft (the lot was accepted), visual inspection for kinks, cracks, and missing components,  visual inspection for nose tip/guidewire shaft bond, fine adjustment verification, balloon push-out force, and locknut/collet engagement test. All samples from the related lot passed pv testing. These inspections during the manufacturing process make it unlikely that a defect in manufacturing contributed to the complaint event. Due to the unavailability of the device and any relevant photographs/imagery, the complaints for ¿balloon ¿ leakage,¿ ¿handle ¿ fine adjust difficulty¿, ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath,¿ and ¿distal tip, nose tip ¿ separated¿ were unable to be confirmed. Since the device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manual revealed no deficiencies, and a review of the relevant DHR, lot history, and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to the complaint. If tension builds in the delivery system prior to and/or during valve alignment, the forces required to perform fine adjustment can increase. Navigation through tortuous anatomy and unintentional torqueing of the system can lead to an increase of tension in the system, ultimately increasing the force required for valve alignment. As mentioned in case notes there was moderate tortuosity in the iliac femoral artery. It is possible that the balloon structure was compromised as the result of high tension experienced during the procedure via navigation of the device through tortuous anatomy and/or manipulation/torqueing of the system. This could have caused the observed leakage upon attempted inflation. The valve profile when it is over the inflation balloon is larger than when it is over the crimp balloon, which could contribute to difficulties during withdrawal. In addition, if the valve/delivery system was non-coaxial with the sheath during retrieval, the valve can catch onto the sheath tip, and result in withdrawal difficulties. It is likely then that excessive force and/or manipulation was applied in an attempt to remove the delivery system, causing the subsequent separation of the nose tip. As a result, available information suggests that patient (tortuosity) / procedural (withdrawal of damaged balloon/crimped valve) factors contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified during evaluation, no preventative or corrective actions are required. Since no product non-conformance was identified during evaluation and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required. The complaints for ¿¿balloon ¿ leakage,¿ ¿handle ¿ fine adjust difficulty¿, ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath,¿ and ¿distal tip, nose tip ¿ separated¿ were unable to be confirmed and no manufacturing non-conformances were able to be identified. Available information suggests that patient/procedural factors contributed to the complaint event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rates do not exceed control limits for the respective trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.